Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that he awoke the morning of (B)(6) 2011 with a blood glucose (bg) of 550 mg/dl. There were no reported signs or symptoms of hyperglycemia. The patient stated that he bolused with the pump multiple times until about 1 pm when his bg had decreased to 366 mg/dl, at which time his wife assisted him in changing the site and set. He stated that it was the 4th day using the same infusion set. The patient stated that he has had issues with inserting infusion sets due to a recent stroke. The patient denied any site or set issues. The patient admitted to not filling the cannula after a site/set change. Customer support reviewed the importance of changing the infusion set every two to three days per guidelines, and of performing the fill cannula step. There is currently no indication of a pump malfunction. The pump is not being returned at this time, and the patient has continued insulin pump therapy. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.